Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the pacing capture threshold in the rv (right ventricle) was elevated and the rv lead alert triggered. It was noted beginning (B)(6) 2015, there were 115 ventricular sic, high rate-non-sustained (ns) and ventricular tachycardia (vt)-ns episodes with evidence of lead noise oversensing. It was further noted beginning (B)(6) 2015, rv capture threshold has provided measurements greater than 2.5v and the rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sic >= 30 in 3 days.

Event description:
It was reported that right ventricular (rv) lead oversensing of short interval counts (sic) and noise were observed and it was noted the observations may have been due to the dislodgement of the rv lead into the atrium. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.